Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the 8mm force bipolar instrument's jaws do not work. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm force bipolar instrument has been returned and evaluated by the failure analysis (fa) team. Fa investigations replicated/confirmed the customer-reported complaint of 'jaws don't work'. The instrument was found to have a segment of the conductor wire dislodged from the force amplification pulley and the grip tang routing groove. The wire insulation was damaged, and the instrument passed the electrical continuity test. The protruding wire interferes with normal grip articulation, resulting in a non-smooth gripping motion and the grips did not fully close. Additionally, the instrument was found to have damaged conductor wire insulation at the grip tang routing groove and the idler pulleys near grip tang. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis. The probable root cause is attributed to grip dislodgement. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.